Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0211666999, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a lead that was implanted (B)(6) 2015 and that was explanted on (B)(6) 2016. The lead was explanted and it was indicated another lead remained implanted. It was further reported the patient was operated on (B)(6)and had a hematoma on (B)(6). The patient was reoperated and, on (B)(6), the patient felt paraplegic. The patient was alive with injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-30, lot # 0211666999, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
Additional information from the manufacturer representative reported the patient was implanted on (B)(6). The patient was reoperated, as they have trouble on the back in place of the lead. The patient still had the implant on (B)(6). This surgery showed no hematoma and left the lead in place. The patient "returned in the service" with problem until (B)(6). On (B)(6), the patient had the hematoma and a lot of pain. It was explanted on (B)(6). It was also reported the patient was always paraplegic and was actually in "re-education."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.